Event description:
A malfunction on the pump was reported by the caller, but there were no notable events prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. The customer did not have a charging cable to perform a pump reset at the time of the report but planned to call back when they had access to one. It was advised to guide the customer through the pump reset process and ensure that insulin delivery and continuous glucose monitoring could resume.